Event description:
Boston scientific crm received information that this right ventricular lead exhibited loss of capture. Additionally, high threshold measurements and increasing impedance measurements to 900 ohms were noted. As a result, this lead was surgically abandoned.

Manufacturer narrative:
This lead was abandoned, therefore, boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.